Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed noise reversions and over-sensed noise causing high ventricular rates (hvr) on the right ventricular (rv) lead. The rv lead noise was unable to be reproduced in the clinic. No programming changes were made and the clinic will continue to monitor the patient. The patient was asymptomatic.